Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the biomedical engineer contacted manufacturers product support engineer (pse) and reported the device blower was not working and during testing there was no voltage output from the device power supply. The pse advised the customer to replace the power supply to address the reported problem. The biomedical engineer reported if they have any follow up questions for pse they will contact them or if the power supply does not seem to correct the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.